Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It is likely that due to leaks from the angle knob and light guide lens, reprocessing could not be performed properly and the foreign matter could not be removed. The event can be detected/prevented by following the instructions for use which state: "inspection of the endoscope." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
During device evaluation, the device failed leak testing due to damage at the following areas: the directional knobs; the light guide lens adhesive; and the distal end. Additional testing showed the directional knobs had excess play. Inspection showed the insertion tube was buckled and its coating was peeling; the lever arm was worn; the scope cylinder was missing the color indicator; the scope cover plate was peeling; and the light guide lens adhesive was peeling. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer returned the evis exera ii duodenovideoscope to olympus medical for maintenance. The device was returned to olympus medical for evaluation. During examination, foreign material was identified at the air/water nozzle and the forceps elevator. Further, the distal end was dirty. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during evaluation. No adverse effects to patient reported.